Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 585 mg/dl. Customer experienced diabetic ketoacidosis, high blood glucose and was hospitalized. Customer experienced issues with their sensor and had a urinary tract infection as well.